Event description:
After intubating newborn, calorimetric co2 detector did not change color, however, breath sounds were heard in lungs. A second co2 detector was placed, still no color change. Physician reintubated patient with same results. After 3rd intubation and no color change, the t-piece resuscitator was removed and a resuscitation bag was placed on ett. The detector then changed color. Neonate/infant t-piece. FDA safety report ID# (B)(4).